Event description:
It was reported that the patient presented in the emergency room due to bradycardia, dizziness, and lightheadedness. The pacemaker failed to be interrogated, and did not respond when a magnet was applied. The device exhibited premature battery depletion as well. The physician elected to explant and replace the ICD. There were no patient consequences.

Event description:
It was reported that the patient presented in the emergency room due to bradycardia, dizziness, and lightheadedness. The pacemaker failed to be interrogated, and premature battery depletion was noted. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Event description:
It was reported that the patient presented in the emergency room due to bradycardia, dizziness, and lightheadedness. The pacemaker failed to be interrogated, and did not respond when a magnet was applied. The device exhibited premature battery depletion as well. The physician elected to explant and replace the pacemaker. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery discharge was confirmed. The reported events of no magnet response and inability to interrogate were not confirmed. As received, the device had normal telemetry communication and output. Device image analysis noted elevated current after the explant. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Signs of rapid depletion were noted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.